Event description:
During a hip arthroscopy utilizing a bioraptor knotless suture anchor, hip, it was reported that the tip of the metal inserter broke. The bone hole and prep was completed with a 2.9 bioraptor drill. Next, the surgeon proceeded to tap in the anchor. The inserter tip snapped off during insertion and remains in the anchor. The anchor with the broken inserter tip was not removed from the patient. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one bioraptor knotless suture anchor inserter was returned for evaluation. The reported issue was confirmed, the distal end of the inner shaft has broken off. It appears to have twisted during advancement of the inner plug of the anchor and then ultimately failed due to torsional overload. A review of the manufacturing records did not identify any issues with the manufacture of this lot. Based on the confirmation of the failure, a corrective action request is being issued. (B)(4).